Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robot-assisted laparoscopic total prostatectomy, when applied on bladder urethral anastomosis, the thread and needle disengaged. Another device was used to resolve the issue in order to complete the case. There was no patient injury.